Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that there were scratches on the bending rubber glue and the glue of bending rubber was missing partially. The retrieved fragment and the missing part of the glue matched. Therefore, it was determined that the fallen part was a part of the bending rubber glue. There were no other irregularities found. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be determined, but it is considered that the subject device was contacted with a trocar as there were scratches on the bending rubber glue and the glue of bending rubber was missing partially.

Event description:
Olympus was informed that a part of the thread that fixes the bending rubber fell off into the patient cavity when the physician inserted the subject device to the patient cavity through camera port during a therapeutic procedure of liver. The fragment was retrieved from the patient cavity and the size of it was around 3 mm. Then the patient had an open surgery, but it was a procedure solution according to the situation of the patient and there was no causal relation with the subject device.